Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted for drainage of the bile duct during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2024. During the procedure, the stent got stuck in the delivery system when performing step 4 of stent deployment, and the proximal flange could not be released. Another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b5 has been updated based on the additional information received on july 17, 2024. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted for drainage of the bile duct during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2024. During the procedure, the stent got stuck in the delivery system when performing step 4 of stent deployment, and the proximal flange could not be released. Another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. Additional information was received on 16jul2024: the axios stent was to be implanted in the gastric antrum.